Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged device not functioning. Patient alleged headache. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 15, 2023, and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged device not functioning. Patient alleged headache. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.